Manufacturer narrative:
If any additional info comes up, a follow-up report will be sent.

Event description:
In 2008, flexiglide was used in conjunction with a tarsal tunnel procedure. At approx 8 weeks post-op, the pt returned to the doctor reporting pain. The surgeon went back in and found that the flexiglide sheet was rock hard, with no evidence of degradation. The sheet cut into a nerve, causing permanent nerve damage. It was removed from the pt.